Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial# (B)(4), product type: recharger. Product ID: 97745, serial# (B)(4), product type: programmer, patient. Analysis of the programmer (B)(4) found no anomalies during analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial# (B)(4), product type: recharger, product ID: 97745, serial# (B)(4), product type: programmer, patient . Controller (B)(4) was returned and no analysis result yet. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 97755 serial# (B)(4). Product type recharger product ID 97745 serial# (B)(4). Product type programmer, patient device evaluated by MFR: analysis of the patient programmer(serial # (B)(4). Found that a scrapped programmer all fdc, fdr and fdm applied to pli programmer medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient. Patient stated the replacement of the controller resolved the ins dead and the issues of ins dead had been resolved. No further complication and no symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of medical devices: product type programmer. Product ID 97745, serial# (B)(4). The following codes apply to the programmer: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. The patient reported that there was a ¿software problem" message. The actions that the patient took prior to the call today where that the patient took the battery out and put it back in and didn't resolve the issue. It was noted that the patient was able to adjust his implant with the recharger not attached. The patient stated that they were trying to recharge when the screen appeared. The patient reported that it was just looking for the recharger and then they saw the software problem, and that it never even found it. The information displayed on the controller screen: 1. Intellis 2.3.0 3. 243 4. Qf_port. The controller was connected to the recharger. A lithium ion battery pack was being used at the time. The patient was instructed to reset the controller by removing and re-inserting the battery pack. The patient stated that it just keeps checking, it doesn't connect. An email was sent to repair. The patient called back the same day ((B)(6)) and stated that he had not received a call back yet from repair. The patient reported that he was getting worried since he hadn't been able to charge for 2 days due to this issue he already reported. Patient transferred to repair. Additional information was received on (B)(6), the patient reported that the controller screen displays a "system problem" message; rm04. The patient stated that he received the replacement recharger from repair today and when he went to plug it into the controller he saw message rm04. The patient stated that the ins was depleted but the controller was charged to 90%. The patient reported that he removed and reinserted the controller battery and the rm04 message cleared. The system problem message rm04 was resolved prior to the call. The patient reported that they were not able to charge the ins due to external equipment issues, the ins depleted, and they had a return of pain. The patient stated that they will charge the implant and turn the therapy back on once equipment issues are resolved. The patient stated that he received the replacement recharger from repair but he is still seeing the following: 1- intellis 2- 3.0 3- 243 4- qf_port the patient wiggled the port where the recharger plugs into the controller and was able to start a charge session and see the ins charging excellent quality message, however patient believed tier is a damaged port/broken connector. No further complications were anticipated/reported.